Event description:
See manufacturer report # 3004209178-2010-03104. The patient's device system was removed because the stimulation aggravated her complex regional pain syndrome. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.